Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2022-13899. It was reported that the patient presented to the emergency room with numbness in the arm and weakness in the leg. The issue started for the patient on (B)(6) 2022 and had gradually worsened. As result, the patient¿s lead and extension were explanted. Manufacturing representative will not be receiving any further update about the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.